Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017, at 4:50am est due to low blood glucose. The customer¿s blood glucose was 36 mg/dl at the time of the incident. Patient's current bg: 200 mg/dl. Customer treated low blood glucose with glucagon shot. Patient has been experiencing low bgs for only today. The customer experienced symptoms such as confusion. Customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was over delivering. The pump will not be returned for analysis.